Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. Troubleshooting was performed, wherein the software app was updated which did not resolve the issue. As a result, the patient may undergo surgical intervention later.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.